Event description:
Reportedly, on the way of infusion the air into the balloon, the balloon burst. The components of the balloon fell into pt's cavity. A piece of the balloon was not found. Procedure: mammectomy.